Event description:
Caller states that the patient tested 2.7 inr on the coaguchek test system and 2.0 inr on a comparison lab. Coumadin was not altered based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent. Coaguchek test system: meter, test strip lot 479a-g5, exp 06/30/2008, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.